Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is alarming and the drive support cap is sticking out. The insulin pump will be replaced. The blood glucose reading is 23.9 mmol/l.

Manufacturer narrative:
The unit alarmed a-33 during the basic occlusion test which was due to protruded/loose drive support disk. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tubelip, cracked battery tube threads, and the end cap sticker was missing.